Event description:
As reported by end user, stopcock was on to allow flow into the catheter to flush it when a peice of white plastic was visible and loose inside the stopcock. Stopcock was removed and replaced with another unit. There was no pt injury.